Event description:
It was reported that the pulse generator was found to be in backup vvi operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup vvi operation. After downloading the product code, normal function ensued.